Event description:
Customer reported poor image quality and the system intermittently locking up. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the gib and ffb circuit boards. System operates as intended.